Event description:
Pt with a hematocrit of 44, donated as a first time source plasma donor in 2004. During the beginning of the return of concentrated cells, the donor complained of feeling hot with tingling and numbness to their lips. They developed a dry cough and also complained of a tightening in their chest and appeared short of breath. The donor told the operator they had had some type of reaction when they donated 5 years ago, but thought it was due to indigestion back then. The medical supervisor (ms) was called to the donor floor. The ms described the donor as appearing flushed. The donor denied swelling of the tongue or shortness of breath to the ms. The ms moved the donor to their office. At this time, the donor began to complain of nausea and a feeling like they needed to burp. After burping, the donor stated they felt better. The ms noted a skin rash developing on the donor. The donor's face and head became red with hives. The donor complained of a feeling of excessive phlegm. The ms gave the donor 50 mg of benadryl im. The donor began to state they were feeling better and drank water while sitting upright. The center medical dir (md) arrived at the center shortly after the donor's reaction began. The md advised the donor to take over the counter benadryl after arriving home and to limit activities, as the medication would make them drowsy. The center md advised the ms to continue monitoring the donor for another 45 minutes before releasing them. The donor left the center in good condition and has been permanently deferred from donating plasma. The next day, the ms made a follow up call to the donor. The donor stated that they felt fine today and advised the ms that they felt drowsy after leaving the center and slept all night. The donor never required any addtional benadryl.